Event description:
An infusion pump with a failure code 810:11. It was not specified if this failure occurred while infusing on a pt. The facility rep. Stated that no pt injury was associated with this report and no incident reports were filed since the last service event. Information regarding pt demographics, medication involved and device programming was requested, but none was provided.